Manufacturer narrative:
Result of investigation: the root cause of the issue was the software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. The unit start to work normally after the next restart at (B)(6) 2021 11:31:26. Installed software version is v6.0.1600.0. Prior to cfb logging "internal o2 sensor thread sampler" error log message is visible at (B)(6) 2021 05:31:07.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has a user interface issue. The screen was black and has patch 16. The nurse took immediate action, removed patient from the ventilator and began manual ventilation with an ambu bag while the vent was switched out and confirmed that there was no patient harm associated with the reported event.